Event description:
It was reported that a bit flip caused the device power on reset (por). The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for write to locked random access memory (ram), addr=0e76, data=00 on (B)(6) 2012 22:33:26. There was one patient alert for the por on (B)(6) 2012 21:33:26.